Manufacturer narrative:
Though (B)(4) medical/ surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/ surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The 1:5 estylus attachment reached 97.6 degrees celsius after only 27 seconds of free run testing, exceeding iso and es1104 standards for maximum allowable temperature due to bur end bearing failure, gear wear and excessive debris.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.